Event description:
A patient indicated for gastrointestinal/pelvic floor reported the device was not working. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.